Event description:
The lead was capped and abandoned due to low hvli on svc vector on (B)(6) 2010. The lead was explanted when noise with oversensing was observed at device change out during dft testing on (B)(6) 2012. Physician believed that the abandoned riata lead was interacting with the integrated bipolar element of another lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Remains implanted.